Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by an edwards lifesciences field clinical specialist, patient returned 6 months post tpvr procedure with a 26mm sapien 3 ultra resilia valve with free pulmonic insufficiency/severe regurgitation and extreme exhaustion when exercising. Frozen leaflet issue was causing the insufficiency. A 24mm non-ew balloon was used to size the valve and the main pulmonary artery (mpa). Post balloon inflation the sapien 3 ultra resilia valve measured around 24-25mm on ap and lat imaging. Physician opted to implant an additional 26mm sapien 3 ultra resilia valve with an additional 1cc volume for balloon inflation to achieve best result for the patient.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the engineer evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional code added to h6 type of investigation, corrected h6 investigation findings, and corrected h6 investigation conclusions. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure modes is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The leaflet motion restriction and the central regurgitation resulting in valve in valve procedure were unable to be confirmed. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. It should be noted that the sapien 3 ultra resilia thv was implanted at pulmonic position for this case. Therefore, it is an off-label operation. As noted during investigation, the valve was deployed with an additional 2ml from nominal volume. This could cause over-expansion of the valve, leading to leaflet motion restriction, resulting in central regurgitation. As such, available information suggests that procedural factors (over-expanded valve) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.